Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted the caller with resetting the pump, and the malfunction code did not recur. The customer continued to use the pump for insulin therapy.